Event description:
The article "transcatheter mitral valve implantation using tendyne valve for the treatment of residual severe mitral regurgitation post percutaneous mitral valve edge to edge repair; a case report" was reviewed. The article presented a retrospective single center case study, to evaluate the efficacy of transcatheter mitral valve replacement (tmvr) for patients with functional mitral regurgitation and single leaflet device attachment and ongoing heart failure symptoms. Devices mentioned include mitraclip and tendyne. The article concluded that transcatheter mitral valve implantation using tendyne valve is an option for treating patients with functional mitral regurgitation and detached mitraclips. [The primary author and corresponding author was dr. Mohammed ali abunab at king fahad medical city, riyadh, saudi arabia with corresponding email *abunabma@gmail.com*. The time frame of the study was 20 months. The exact dates were not reported. The patient received two mitraclip devices and a tendyne valve. Comorbidities of the patient included non-ischemic cardiomyopathy, 15% ejection fraction, cardiac resynchronization therapy, deyspnea, orthopnea, shortness of breath, edema, acute decompensated heart failure, functional mitral regurgitation, heart failure medication. Peri and post-procedural complications with the mitraclips included single leaflet device attachment (slda), heart failure, hospitalization, recurrent mitral regurgitation, and surgical intervention. Post tendyne implantation, a mild perivalvular leak was observed. No intervention was performed. At 10 month follow-up post tendyne implantation, no perivalvular leak was present.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title: transcatheter mitral valve implantation using tendyne valve for the treatment of residual severe mitral regurgitation post percutaneous mitral valve edge to edge repair; a case report

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported slda. The reported patient effect of mr and subsequent heart failure appear to be related to the slda. Mr and heart failure are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.